Event description:
An article describes the use of a newer, less-invasive surgical technique via an interspinous spacer system to treat neurogenic intermittent claudication (nic) because of lumbar spinal stenosis provides clinical practice recommendations for neurosurgical nurse practitioners. It was reported in this article that eight out of 175 patients (5%) had implant removal because of unsatisfactory results and underwent a subsequent decompression. No further information was provided.

Manufacturer narrative:
Literature citation: magan nielsen. "X-stop surgical implant for the treatment of lumbar spinal stenosis: clinical practice recommendations for neurosurgical nurse practitioners." Journal of neuroscience nursing 2013; volume 45, number 1, pages 44-51. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.